Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency; therefore, we are unable to confirm the product is part of the recall. Therefore, we are unable to provide a UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated in an e-mail that the u by kotex sleek tampons left pieces inside her body. She stated this caused a major urinary tract infection.

Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
This is a follow-up report to update the original MDR filed as sleek unknown brand to sleek regular with a verified recall lot code.